Manufacturer narrative:
Correction: h6 eval code conclusion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced palpitations. It was further reported that the implantable pulse generator (ipg) was programmed incorrectly. Additionally, it was reported that an attempt was made to perform a remote monitoring mobile application transmission but instead connected to the ipg using the mobile programmer application and the emergency tab was inadvertently activated, which triggered a change in settings. It was noted that the patient was not dependent and did not report any symptoms or discomfort. Once it became evident that emergency settings had been programmed, the ipg was interrogated and the original settings were restored. The ipg remains in use. No further patient complications have been reported as a result of this event.